Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, failed battery test and insulin pump exposed to fluid. Customer's blood glucose level was 475 mg/dl. Troubleshooting for failed battery test was performed. Customer received the failed battery test while troubleshooting for reservoir leaks. Customer was advised a replacement battery cap would be sent to them. Customer placed a new battery inside the device and the issue was resolved. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to insulin. Customer advised the moisture was located inside of the reservoir compartment. Customer performed and passed the self-test. Customer was advised to change out their reservoir and infusion set. Customer was advised to monitor the insulin pump and call back if issues persist.